Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Voluntary medwatch # mw5039220. It was further reported that after the patient's elective laminectomy procedure, an electrocardiogram (EKG) showed an st elevated myocardial infarction. The patient was taken emergently to the cardiac cath lab. A series of 9 inflations were performed along the previously placed intracoronary stent in the distal right coronary artery (rca), from the acute margin to the ostium of the stent, with the 3.0x15mm nc quantum apex balloon. The inflation pressure ranged from 8-14atms with each inflation lasting between 15-30 seconds. In spite of reperfusion, the patient was progressively more hypotensive and had arrhythmia. The nc quantum apex balloon was then inflated to 11atms in the left anterior descending artery (lad). Multiple attempts with several syringes were made to deflate the balloon; however, attempts were unsuccessful. The patient developed marked st segment elevation and hypotension. The balloon was removed even though it was not fully deflated. Repeat angiography demonstrated that the lad was patent; shortly thereafter the lad became totally occluded. The patient required intubation and mechanical ventilation. Despite resuscitative efforts, the patient developed refractory hypotension and refractory ventricular fibrillation which resulted in death.

Manufacturer narrative:
Updated: describe event or problem, other relevant history, upn- search, device lot number, device expiration date, patient codes, complaint source(s), device manufactured date init reporter sent to FDA: corrected from ni to yes (B)(4).

Event description:
It was reported that balloon deflation failed and the patient expired. The patient was in the operating room for back surgery. Post surgery, less than 30 minutes later, the patient complained of severe chest pain. It was noted that the patient had received unknown stents at an earlier, unspecified date. The patient was brought to the cath lab and angiography revealed a total occlusion of the right coronary artery (rca) and subtotal occlusion of the left anterior descending artery (lad). The patient¿s chest pain was confirmed with significant st segment elevation. The physician successfully opened the rca with balloon angioplasty, using a 3.0mm nc quantum apex balloon. The rca was deemed a good result and then the physician attempted to treat the lad. The same 3.0mm nc quantum apex balloon was used. After the balloon was inflated in the partially occluded stent in the lad, the balloon would not deflate. High pressure was intentionally inflicted by the inflation device in an attempt to rupture the balloon; however, while the balloon was still inflated the shaft ruptured on the distal portion of the catheter. The balloon then deflated and the device was successfully removed from the patient. The patient¿s blood pressure was noted to be very low, at about 20, and it became apparent that air had embolized into the left coronary artery (lca). The patient repeatedly went in and out of ventricular fibrillation and was repeatedly and successfully resuscitated. However, the patient ultimately expired in the cath lab.